Event description:
It was reported that one day post implant, the ventricular lead exhibited intermittent capture. A chest x-ray revealed that the lead was not in an optimal position, it was between the septum and apex. R wave sensing was 5.4 to 6.2 mv and impedance was 309 ohms. The physician elected to reopen the pocket and reposition the lead, after which sensing improved, impedances went up, and capture was optimal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.